Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the au5800. The fse inspected the instrument and observed bubbles forming. The fse determined the buffer valves were the cause of the failure. The fse replaced the buffer valves which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Customer telephone phone #: (B)(6). Beckman coulter internal identifier is( B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous erratic patient results for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride). No erroneous results reported out of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.